Event description:
It was reported that during a lobectomy procedure, when loading the white reload, the reload jammed. It took force to load reload. The reload could not be removed from the device. Also, the surgeon stated when inspecting firing across (B)(6), the staple lines did not hold. The device was also used with blue reload and much smoother to fire and no issues. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: very difficult to load all white reloads to tx30 device. On what tissue type was the device used? Pulmonary artery. At what location on the tissue? Pulmonary artery was placed in the middle of the jaws of the tx30. On which firing(s) did this event occur (1st, 2nd, 3rd., etc)? 2nd. What color cartridge (white/blue/green) was used? White. Was buttressing material utilized? No. Were any difficulties encountered when closing on the tissue? No. Was the tissue pin in place prior to firing? Yes. Was the instrument fired across or near an existing staple line or clip? No. Was another stapling device used during this surgical procedure? (I.e., cdh, ntlc, tlc, etc.) Ec60a, ets45. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? When loading the white reload cartridges. Was there any difficulty removing the device from the tissue? No. During the operation, what was the appearance of the staple line (intact, malformed staple, etc)? Malformed staple. Was proximal and distal control maintained on the tissue during the firing sequence? Yes. Was the staple line inspected for integrity prior to transecting the tissue? Yes. What were the quality and/or thickness of the tissue in the area where the device was fired? (Friable, thin, regular, thick, etc.)? Regular. Was a leak test completed? Yes. Did the surgeon wait 15 seconds after clamping and prior to firing for optimal compression? No, typical doesn't wait when firing across vessels. Was the firing to close a side by side anastamosis? No. Is a pathology specimen and/or report available? N/a. What were the patients pre-op diagnosis and/or pre-existing conditions that could have impacted the patients health/surgical outcome? N/a. Was there a recent conversion to ees devices in this account or with this surgeon? Yes, surgeon is new to hospital.

Manufacturer narrative:
(B)(4). Corrected data: catalog # = tx30b. The analysis results showed that a tx30b was received instead of the tx30v. The device arrived in good visual condition and with two reloads present. An xr30v reload (a) was loaded in the device. The reload (a) was fully loaded with staples; reload b was received fully fired. It should be noted that a xr30v (white vascular) reload is only designed to work on a tx30v device. The blue (standard) and green (thick) reloads can be used interchangeably with the appropriately sized instruments. The white (vascular) reload is dedicated to the 30 mm vascular linear stapler and is not interchangeable with the blue and green reloads. For more information please refer to the instructions for use. The returned reload (a) was tested for functionality with a test device. The device cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.